Event description:
Complainant claims the fixation peg broke during implantation.

Manufacturer narrative:
Examination of the returned product confirmed the breakage. Device history records were reveiwed and showed that the product had been manufactured in august 1993 and was gamma sterilized, and was the practice at that time. The product was then shipped to the hospital on 9/29/1993 and remained on the shelf until the surgery of 4/14/1998. Given the method of sterilization and the extended time on the shelf, co's investigation concludes that oxidation was a factor in this case.